Event description:
The recipient is reportedly experiencing decreased performance. A review of the test data indicates impedance issues despite device testing within normal limits. Revision surgery scheduled.